Manufacturer narrative:
Results pending completion of the investigation.

Event description:
(B)(6) 2022 the customer reported false positive results when using the cardinal health rapid test hcg combo cassette. Exact frequency and number of patients was not provided. There were no injuries nor adverse event reported. Although requested, no further information has been provided.

Manufacturer narrative:
Additional information received from the customer on 15jun2022 indicates that this incident is a duplicate of MDR 2027969-2022-00041. Due to the updated information, MDR 2027969-2022-00045 is no longer applicable. Please see MDR 2027969-2022-00041.

Event description:
Additional information received from the customer on 15jun2022 indicates that this incident is a duplicate of MDR 2027969-2022-00041. Due to the updated information, MDR 2027969-2022-00045 is no longer applicable. Please see MDR 2027969-2022-00041.